Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. A visual examination of the lead found the helix was retracted and covered with body fluids. The x-ray inspection found the inner coil was overtorqued inside the connector region, which is consistent with procedural damage. The cause of the reported event was isolated to tissue in the helix region and overtorqued of the inner coil, and there were no other anomalies seen.

Event description:
New information noted that during the procedure the right ventricular lead was found to have helix extension issues and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was not used and replaced due to unknown issue. The patient's condition was unknown.